Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and use error due to the patient having a clamp open on an unused supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The technical service representative (tsr) had the home patient (hp) check to see if the clamps were closed on the unused lines. The hp stated no. The tsr explained the alarm. The tsr had the hp recycle the power and the hc alarmed system error 2367 (see activity comment). The tsr had the hp recycle the power and discard the supplies. The hp is going to use manual supplies to complete therapy. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the nurse stated that the event was not reported to her and she would contact the patient to follow up. As far as the nurse knew the patient was doing fine with therapy. No patient injury or medical intervention was reported.